Manufacturer narrative:
The complaint product was returned to the distributor for evaluation, and the reported event was confirmed. Functional testing of the returned product demonstrated that the inflating tube had detached. The root cause could not be determined. A review of complaint history identified six additional complaints involving the same component and a similar issue within the 24 months preceding this event. No additional trends were identified at this time. Ongoing monitoring will continue to detect any emerging trends. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 23 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that during surgery, the inflation tube became dislodged from the tube; however, reintubation was not performed. No harm or injury was reported as a result of this event.